Manufacturer narrative:
The received device had the cannula assembly fully deployed. No damages or deficiencies were observed that would contribute to the cannula dislodging. A root cause for the reported dislodged cannula could not be determined. Corrosion was observed on multiple internal components, including the pcb, bottom battery, the chassis, hard cannula, tube nut, reservoir cap and mechanism rails. Due to the internal corrosion, a leak test was completed. Fluid was found to be leaking above the plunger in the reservoir. All attempts at downloading the data from the device was unsuccessful. All three battery voltages measured lower than expected. The investigation was able to determine that the leak from the reservoir subassembly was the cause of the observed corrosion and data loss.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site, the pod's cannula was found to be dislodged. As treatment, the patient changed the pod out.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: up1a.231005.007.s911u1ues6cyb3 smartphone hardware: sm-s911u1 cgm sensor type: g6.